Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and sometimes required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on how to properly press the button and confirmed that the display could be turned on, but the issue persisted. As a result, technical support decided to replace the pump. The customer was advised to utilize multiple daily injections as a backup therapy and was guided on how to put the pump into storage mode before returning it with a pre-paid label.